Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. During the required site visit, the field service representative noted that when powering on the instrument, the ds1 light on temperature optics doesn¿t light up, suggesting an issue with the main power supply. The main power supply, processing module (part number a-30103383-01), was replaced which resolved the issue. Return testing was not completed as returns were not available. A review of the alinity I processing module, serial number (B)(4), service history was performed and found no contributing factors on or around the date of the event. There were no subsequent reports of a damage to the power supply after it was replaced. The alinity I system operations manual provides information regarding electrical hazards, and electrical safety for the alinity systems. The I system service and support manual provides instructions for replacing the power supply. The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The damage was limited to the power supply only. There were no trends for tickets with replacements of the main power supply identified in the 12-month review. A 12-month search for similar complaints identified no additional complaint for the main power supply. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(4), or the main power supply, processing module (part number a-30103383-01) was identified.

Event description:
The customer reported that while completing a power cycle to the alinity ci system control module (scm) upon powering up there was a loud bang and then a burning smell and visible smoke. The customer stated that the rsm boards are not lighting up and the alinity I side will not run. There was no visible fire. There was no impact to patient management, user safety, or facility damage reported.